Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since the day of implant they have been experiencing a shocking sensation in their butt. Patient stated that it's not just shocking their bladder, but their butt as well. Patient said that they went to the doctor the other day and the healthcare provider (hcp) changed one of the sensors and got into the megahertz so it was not shocking in the same place as it was and not as bad. Agent offered to help patient lower the stimulation or continue with current level of stimulation to see if their body can't get used to it, but patient declined. The patient was redirected to their hcp to further address the issue. Patient reported: painful stimulation / stimulation in different location. Symptoms reported: uncomfortable sensation in the butt.